Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure to place trial lead, the patient lost all somatosensory evoked potential (ssep) signals in the left leg. The physician was unable to place the lead as patient's spinal canal was too tight and there seemed to be a lot of scar tissue and other anatomical obstruction that would not let the lead move. The patient was also very sensitive and experienced extreme pain to any movement of the needle or lead. The physician immediately opted to abort the procedure and the used lead was discarded by the medical facility. No device malfunction was suspected. The patient's movement and function returned to normal following the procedure.